Event description:
Procedure performed: ni. Event description: [translation] according to the surgeon: "the patient was taken back at d1 for a sudden bleeding episode related to arteriolar bleeding in the left mesocolon which had been controlled by the voyant clamp. Estimated blood loss was over 1 litre. The aftermath of this episode was straightforward with a discharge today ((B)(6) 2022)." Additional information received by applied medical rep via email on 21oct22: he made a new surgery to control the bleeding. Intervention: he made a new surgery to control the bleeding. Patient status: the patient is fine and was released today.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Event description: [translation] according to the surgeon: "the patient was taken back at d1 for a sudden bleeding episode related to arteriolar bleeding in the left mesocolon which had been controlled by the voyant clamp. Estimated blood loss was over 1 litre. The aftermath of this episode was straightforward with a discharge today ((B)(6) 2022)." Additional information received by applied medical rep via email on 21oct22: he made a new surgery to control the bleeding. Intervention: he made a new surgery to control the bleeding. Patient status: the patient is fine and was released today.